Event description:
It was reported that an overdose and intoxication with drug was suspected. It was later reported that the pt had been treated with lioresal since 2000. The current programmed dose was 512.5 mcg/day via intrathecal pump. In 2009, 50 mg of baclofen was accidently administrated at one time via the bolus port of the pump system. Subsequently, the pt experienced unconsciousness, respiratory insufficiency, and a questionable epileptic seizure. Lioresal treatment was interrupted and re-initiated after improvement of the pt's condition. The events led to hospitalization and lasted for a duration of approx 7 days. After the symptoms had resolved, there were no residual damages.

Manufacturer narrative:
See scanned pages.